Event description:
Customer noticed that some pt results were being sent to the host listed under different sample ID. This may have been due the host interface error. No pt results were issued, because the malfunction was observed by the operator.